Manufacturer narrative:
A ge service representative performed an on site investigation. The hv (high voltage) cable was evaluated and identified as requiring replacement or repair. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.